Event description:
Same patient as MDR ID: 2134265-2011-05914. It was reported that subsequent to a stenting treatment procedure a in-stent restenosis and stent fracture occurred and the patient experienced angina and a myocardial infarction. In (B)(6) 2011, a 2.75x16mm ion stent was deployed in the 90% stenosed proximal to mid left anterior descending (lad) artery at the bifurcation with the diagonal (dx) branch. Following deployment, angiography showed that the residual stenosis had been reduced to 0%, however it was also noted that plaque shift to the dx branch had occurred. A non-bsc guide wire and a 2.50x10mm non-bsc balloon catheter were advanced through the stent cell and inflated at the ostium of the dx to 8 atms for 30 seconds. Follow up angiography showed a reduction in dx stenosis to less than 10%. In (B)(6) 2011, the patient returned to the facility with unstable angina and non-st myocardial infarction. Angiography of the lad revealed that the 2.75x16mm ion stent had 80% in-stent restenosis and 90% stenosis at the proximal edge of the stent and the ion stent appeared to be fractured or compressed. A 2.50x10mm non-bsc cutting balloon was advanced and inflated to 8 atms for 45 seconds and 10 atms for 46 seconds. The cutting balloon successfully reduced the stenosis in the proximal and mid lad to 50%. A 2.75x20mm ion stent was then advanced to the and deployed inside the previously placed ion stent, covering the proximal and mid lad stenosis. Follow up angiography showed that the stenosis had been reduced to 0%. There was 69% stenosis at the ostium of the lad, proximal to the 2.75x20mm ion. Additional patient complications were not reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).